Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 cgm and an ilet system, while the dexcom g7 receiver was also in use; guided steps included powering off the receiver, toggling the ilet cgm setting from g7 to g6 and back to g7, and reentering the pairing code, after which pairing was in progress, consistent with an intermittent communication failure involving the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure, with involvement of the antenna and related electrical or magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.